Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report no audio output on (B)(6) 2015. Patient's mother tested alert functionality and reported tone alerts were not functional but device did vibrate. At the time of contact, the patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The returned complaint device passed exterior visual inspection and the sound drop test. A review of the receiver data log found no errors related to the incident. Global receiver functional testing resulted in no failures related to the customer complaint. The reported fault could not be reproduced. The customer complaint could not be confirmed